Event description:
During a colonoscopy, the physician used a cook instinct endoscopic hemoclip. The clip was closed successfully over the defect which was described as a sessile flat polyp in cecum. The assistant tried to release the clip from the sheath of the clip deployment device but the clip would not release. After some maneuvering, the doctor then pulled off the closed clip from the tissue; there was no tissue damage. The clipping device was removed from the endoscope and they confirmed the clip opened and closed without a problem. Therefore, the physician asked the staff to reserve the device. Three clips made by another company were placed successfully. The cook instinct endoscopic hemoclip that had been reserved was advanced through the endoscope again and closed successfully onto the tissue. When te assistant tried to release the clip from the sheath, a "snap" was felt. The drive wire inside the handle had snapped. Pushing and pulling was performed in an attempt to dislodge the sheath from the closed clip but this was not successful in forcing clip release. They put hemostats on the sheath near the handle and were able to stabilize the drive wire enough for the clip to be removed from the patient with no damage to the tissue. The deployment device came away from the tissue successfully after the hemostats were used. There was no harm to the patient and a clip made by another company was placed to successfully finish the case. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effect due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found that the drive wire has separated inside the handle. The proximal end of the drive wire was very short and most likely was cut by the end user or broke while using hemostats to manipulate the device. The handle spool was disassembled to verify the condition of the securing component. The tip showed deformation where it contacted the drive wire thus indicating proper assembly. Using hemostats to grasp the drive wire, the clip opened and closed. A slight increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into pentax ec3830-tl colonoscope in a simulated lower gi position with the tip in the maximum retroflexed position to stimulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was correctly manufactured. The hook of the drive wire is intact. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Several possible lots numbers were determined by review of the order history. The device history record for each potential lot number was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e., difficulty with clip release) can lead to damage to device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the potential device history records confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.